Event description:
Complainant said product was useless. Not enough electrical current to feel anything, especially to stimulate muscle. Complainant complained to place of purchase. Complainant returned product and received a refund.